Event description:
It was reported that during a diagnostic laparoscopy procedure co2 had gotten into the pt's portal vein and filled all four chambers of the heart. The pt then went into v-tach (rapid heartbeat). They were able to 'reverse' everything. Pt was an inpatient at the time of the incident and is resting in the hospital. O.r. Stated that the staff did not notice any problems with the insufflator before or during this incident. They also felt that the pt had some anatomy anomalies that played a part in the incident, however this cannot be confirmed.